Event description:
It was reported that the right ventricular lead had loss of capture and no sensing. There appeared to be "noise" on the electrogram. The lead was found to be dislodged and a reposition was planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 ipg implanted: 2013 (B)(6). (B)(4).